Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. The boston scientific sales representative noted that the lead was incorrectly programmed for an is1 lead instead of a df4 lead. This was corrected however did not resolve the issue. The pocket was reopened to verify device-to-lead connections however the issue remained. The device was reprogrammed but the issue remained but eventually resolved. The physician suspected a delay in telemetry and the device and lead remain in service. No additional adverse patient effects were reported.